Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level is 245 mg/dl. Customer states insulin pump was damaged when it fell. Troubleshooting was performed and the insulin will be replaced . No further information was provided.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump passed the self test. No missing segments or partial display was noted. The pump also had a cracked reservoir tube lip, a scratched reservoir tube window, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.